Event description:
User received discrepant hcg results for one patient sample. Initial result of 13.42 miu/ml was reported to the physician who did not believe this result was possible and asked for repeat testing. Sample was repeated and gave result of 0.1 miu/ml. Same sample was also repeated on another analyzer at the site and gave a result of <0.1 miu/ml. User stated the patient had to return for another hcg test, but did not provide any information regarding any adverse treatment effects. No data was provided for this additional testing. The field service representative could not find a problem with the analyzer and determined the issue was due to a problem with the patient sample. Performance tests were performed which were within specification.